Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified vessel. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure the stent got stuck due to calcification and the shaft was fractured when the physician pulled it out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous and calcified vessel. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure the stent got stuck due to calcification and the shaft was fractured when the physician pulled it out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: a visual and microscopic examination of the crimped stent found stent damage. The distal section of the stent was damaged with stent strut rows stretched and pulled in a distal direction over the tip of the device. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0415", this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.